Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that the locator abutment fractured. Removal tools were requested.